Event description:
It was reported that there was polarity switch and high undefined impedance on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sdr303b implantable pulse generator (ipg) implanted: (B)(6) 2004; 305c25 tissue valve implanted: (B)(6) 2004.